Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the galileo echo instrument at the customer site on (B)(4) 2014.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo instrument.